Event description:
It was reported that during an unknown procedure, the hand piece had intermittent hand activation. Customer used a second hand piece to complete the procedure. Requested patient info, but unavailable.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for activation issues to occur.